Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a continuous beep and did not stop unless battery was taken out. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was monitored for two days and no audio beep anomaly/constant tone alarm was noted. The buttons responded properly. The pump was received with a severely scratched display window and a cracked reservoir tube lip.